Event description:
Staff noted drain line cherry red color during hemodialysis treatment. Blood leak detector did not alarm. Alarm logic test performed prior to initiation of treatment and passed. Pt sent to hosp and admitted. Received 6 blood transfusions. Machine removed from use. Co svc tech replaced blood leak detector on 9/18/96.